Event description:
It was reported they were having problems with their charger. Patient said they kept getting a message that said to replace the controller batteries soon. Patient did not remember what the message said, and said they had taken a picture of it, but could not find it. Patient also mentioned that when they plug the recharger into the controller to charge, sometimes it would take 3-4 hours to charge and then it would tell them to reposition the antenna. Patient confirmed they did not see poor quality or no quality, but sometimes it just took a long time to charge. During the call, the patient reset the controller and was able to start charging with excellent quality. Patient stated they already reset the controller a few times. Patient stated in january they also saw a software problem message but cleared it with reset. Patient confirmed no unresponsive or damages to the device. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional info received from patient that they have had trouble forever and have called a couple of times and it just won't work at all; patient confirmed issues have been ongoing since their previous call in february. Patient stated they have done all the troubleshooting including resetting the controller and they have had no stimulation since friday and are in an extreme amount of pain. Patient stated the controller came on once and showed both the implant and controller were at 100%, but then they put the controller into their pocket and walked around and now it's doing nothing. Agent had patient plug empty controller into ac power supply; screen powered on. Patient reinserted battery pack and reported solid green light. Patient unlock controller and no device found (16) displayed; patient commented that is what it's been saying for days. Patient connected the recharger and tapped recharge; position screen displayed and, after tapping continue, batteries screen appeared with controller and implant both at 100%, recharging excellent. Patient reported therapy was off; agent had patient turn therapy on in group c. Patient disconnected the recharger and locked and unlocked controller; no device found again displayed. Agent sent request to repair for replacement controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.